Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call unexpected restart alarm and external ram crc error on the insulin pump. The customer¿s blood glucose level was 68 mg/dl. Troubleshooting was performed. Customer advised they used two to three new batteries this week due to recurring alarms. Customer was able to rewind and clear the alarm however the unexpected restart alarm recurred after the battery was replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.